Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, battery testing, a review of the service history record, and a review of the alarm log were performed. The damaged central processing unit printed circuit board (cpu pcb) was identified during the inspection. The cause of the condition could not be determined. To correct the condition, the cpu pcb assembly was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation, a flo-gard infusion pump was found to have a damaged central processing unit board. There was no patient involvement. No additional information is available.